Event description:
It was reported the patient's blood glucose level rose to 27 mmol/l (486 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a bolus was delivered manually and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received deployed. No kinks or bends were observed on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. A puncture hole was observed on the housing vent. While damage was observed, it would not contribute to the reported bent/kinked cannula. The timing and cause of this damage could not be determined. An 0x1c hazard alarm was generated in device data indicating that the device had reached its expiration time of 80 hours. This is not a failure of the device, but rather a safety feature of the device.